Event description:
Boston scientific received information that right ventricular (rv) pacing was inhibited when this patient underwent an ablation procedure for atrial flutter. The device was programmed to doo mode. The physician reprogrammed the device to voo mode and planned to put a magnet over the device, but the issue did not resolve. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services (ts) consultant confirmed that there were no fault codes present and that the observed pacing inhibition/loss of capture was present on the surface EKG. It was also noted that a magnet had been applied and removed six different times on the date of the ablation procedure. If a boston scientific device detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.